Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. The history files were read out and analyzed. According the reported day of occurrence the history log files of the (B)(6) 2020 were analyzed. An infusion line (type space line) was inserted into the device at 05:10am. The drug with the short name "alb 4%" was chosen. The customer set a vtbi of 500ml and a infusion time of 1 hour. The infusion started at 05:15am with a calculated a flow rate of 500 ml/h. At 06:15 am the device showed the message that the vtbi was done and stopped the infusion. Due the investigation of the history log files, it was possible to detected that after this performed infusion three further infusion therapies were performed. All infusion therapies were also done without any malfunctions. Only one air bubble alarm during the last infusion could be detected. No other malfunctions or anomalies could be found. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,62 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
This report has been identified as b. Braun (B)(6) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" customer information: the patient required the administration of 4% albumin 500 ml, prescribed given over 60 minute time frame. Vtbi was adjusted to 500 ml. The pump appeared to be delivering fluid. However, when the pump alerted that the vtbi was complete, there appeared to be about 200 ml in the bottle upon inspection. The patient received the full 500 ml albumin only after entering three individual volumes to be infused. This extended the delivery time for the patient by another 30 minutes.